Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 242 mg/dl, 136 mg/dl. Tests were done within <10 minutes with a difference of 50%. Patient did not experience any adverse events. No further information has been reported.